Event description:
Per the clinic, the patient experienced a skin flap necrosis and an infection at the implant site (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on april 05, 2022.